Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in china, during a transfemoral valve in valve procedure, a 20mm sapien 3 valve was deployed in a pre-existing surgical valve in the aortic position. The implant of the sapien 3 valve was successful. Echo indicated a very high pressure mean gradient. A non-edwards balloon catheter was used to post dilate the valves. Following post dilation, echo showed moderate central leak. Digital subtraction angiography (dsa) also showed central leak. A new sapien 3 valve was prepared and implanted in the initial sapien 3. The central leak was resolved. No paravalvular leak was observed. The valve showed good function and performed well. A successful mitral valve in valve was also performed without complications. At the time of the report, the patient was in stable condition and doing okay. The valves remain implanted in the patient.

Manufacturer narrative:
Corrected information: section h6. Additional information: section h10. Per the instructions for use (IFU), central regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post-dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflet and cause central insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness, and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. In this case, the complaint for 'deployed valve exhibits central regurgitation' was not able to be confirmed due to unavailability of medical report/imagery. A review of the DHR and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary has been documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification, leaflet impingement due to guidewire, over inflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. As reported, the moderate central regurgitation was only detected after the s3 valve was post-dilated using the 20mm non-edwards balloon. Per the training manual, central regurgitation is an associated risk of post-dilation. Post-dilation may have caused damage to the leaflet, preventing the thv leaflets from proper coaptation and subsequently lead to central regurgitation as reported in this case. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (post dilation of the sapien 3 valve) likely caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.